Manufacturer narrative:
(B)(4). Batch # t5dn2v. Device analysis: the analysis results showed that the tx30v device arrived with no apparent damaged and with a reload loaded on the device. The reload was received unfired, with all staples present and protruding. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staple line was complete, and the staples met the staple form release criteria. It should be noted that when manipulating the device, only the closing trigger should be grasped until ready to fire the device. Do not grasp the firing trigger before the device is to be fired. If the firing trigger is manipulated, it could cause the staples to deploy partially or completely resulting in malformed staples and a premature lockout situation. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during an unknown procedure, the surgeon tried to pull the closing trigger to hold tissue, but the trigger was stiff. The surgeon then removed the device and used a new tx30v and finished the surgery successfully. There were no patient consequences.